Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the front of insulin pump and screen were cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.